Event description:
It was reported that when the patient switched to the mobile power unit (mpu), a system controller fault alarm occurred. The patient visited the hospital on an emergency basis, and the system controller was replaced and the mpu was also replaced as a precaution. The patient was asymptomatic. Log files were sent for review. The log captured controller fault alarms beginning at 20:59 on (B)(6) 2026. These appeared to have been the result of a high voltage event. As a result, the pump briefly shut off for about 4 seconds to protect its circuitry. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.